Manufacturer narrative:
It was reported that during an infantile pulmonary arteriectasis case, a 6x20mm powerflex pro balloon burst when it was delivered near the lesion to inflate after the implantation of a non-cordis stent. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. A femoral approach was made. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the package. The device was prepped per the IFU. The device prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. After the burst, the powerflex was removed and the procedure was finished successfully. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17360327 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors (infantile pulmonary arteriectasis) may have contributed to the reported event. According to the instructions for use, the powerflex pro pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The device is also indicated for post-dilation of balloon-expandable and self-expanding stents in the peripheral vasculature.¿ usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Also stated in the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was not returned for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that during an infantile pulmonary arteriectasis case, a powerflex pro balloon burst when it was delivered near the lesion to inflate after the implantation of a non-cordis stent. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. A femoral approach was made. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the package. The device was prepped per the IFU. The device prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. After the burst, the powerflex was removed and the procedure was finished successfully. The product was removed intact (in one piece) from the patient. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.